Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 23:33:31.during night drain cycle five, the patient's ultrafiltration reading was 1584ml, indicating the home patient drained 1314ml more than their maximum programmed fill volume of 1800ml.this information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). There was no assignable cause determined for the iipv found in the logs. No further action is required at this time. The device was serviced according to required procedures and the device passed all tests as per baxter procedures. If any additional information is received, a follow-up will be sent.

Manufacturer narrative:
(B)(4). This device has been recevied, and the evaluation is in process. If any additional information is received, a follow up MDR will be sent.